Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster alignment volt screw and washer is missing. The technician replaced the brake caster, alignment volt screw and washer to resolve the issue.